Event description:
This a follow-up report. My vagus nerve stimulator -vns- for treatment resistant depression -trd- was turned off in 2007 because I discovered a pt with a significant brain injury was excluded from testing for the device. Furthermore, as stated in the physicians manual under section 4 labeled "warnings"/"unapproved uses" history of cns injury. Since further evaluation from my doctors, it is clear the vns exasberated my brain injury condition. While my device was on, I was frequently loosing my balance, falling down, had increased left side numbness and tingling, severe headaches, disorientation, nausea/vomiting on a daily basis which lead to a stomach bleed, increased left eye blurred vision and increased left side weakness. Since my device has been turned off, these symptoms have decreased back to what is known to be normal brain injury condition. My device parameter was set at .75 milliamps because I could not tolerate 1.0 milliamps. It is clear I should have never been a candidate for vns because of my brain injury. Dose or amount: .75 milliamps. Frequency: every 5 mins. Route: intracerebral. Date of use: 2006 - 2007. Diagnosis or reason for use: treatment resistant depression. Event abated after use stopped or dose reduced: yes.

Event description:
I am a female who was implanted with a FDA approved device called a vagus nerve stimulator for treatment resistant depression. I was implanted in 2006, and stimulation began in the same month. I gave my complete medical history to my cyberonics case manager, cyberonics representatives, as well as my psychiatrist, and implanting surgeon. All were informed I had a traumatic brain injury, and am taking seizure medication for seizure disorder from the brain injury. I recently discovered I was not a candidate for vns because I have a brain injury. It states in the physicians manual there is no proof vns is safe or effective for one with a brain injury. Although the device has worked wonders to treat depression, I am clearly not a candidate for vns because I have a brain injury. My device has now been shut off, and will not be turned back on until there is solid evidence it is safe for me to have the device. It is not clear if any further damage has been done at this point. I will have to undergo further diagnostic testing. It has also ben discovered that vns has contributed to my having horrific headaches. The headaches have decreased in intensity since stimulation has stopped. Dose or amount: .75 miliamps. Dates of use: 2006- 2007. Diagnosis or reason for use: treatment resistant depression. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.